Event description:
Continuous renal replacement therapy (crrt) being done on ICU patient. The crrt filter collected brown fluid/sludge at top of the filter. The return line was starting to return part of the brown fluid. Crrt was immediately stopped, the filter changed, and crrt resumed.